Event description:
Boston scientific received information that a latitude red alert was triggered for a low pacing impedance measurement on this transvenous right ventricular (rv) lead. Concern over noise and oversensing was also expressed, as some noise was observed on stored episodes. The physician planned to replace this lead once the device was replaced for normal battery depletion.

Manufacturer narrative:
Subsequently, when the patient's device was replaced for normal battery depletion, this rv lead was found to be fractured. The lead was successfully explanted, but discarded by the hospital staff after the procedure. As a result, this lead will not be returned for analysis. This event will be updated if any additional information becomes available.